Manufacturer narrative:
Qn# (B)(4). The medwatch indicates a serious injury and intervention required. Attempts to obtain additional information from the user facility were made, however no response from the user facility received at the time of this report. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Medwatch received in morrisville on 11/05/2019. Mw5090425. Event description: a right internal jugular central line was placed for emergent vascular access; however, while the nurse practitioner (np) was removing the guidewire from the patient and she noted that the wire was unusually malformed and had an appearance of a "shredded violin wire."